Event description:
It was reported that the pulse generator could not be interrogated and failed to pace. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited a loss of output and telemetry due to a depleted battery. The device had reached end of life after 13 months of implant. When cut open and connected to an external power supply, the device exhibited normal electrical characteristics. As there was no information provided regarding parameter settings during the service life, it was not possible to determine the expected longevity of the device.